Event description:
Overdelivery reported: the pump was programmed to deliver an unspecified infusate at 40.0ml/hr on the primary line and the secondary line was programmed at 333.0ml/hr. It was reported that the primary bag should have lasted 12 hrs, but was empty in "a couple of hrs". There was no report of pt harm. Possible operator error reported due to primary bag infusing at approx the rate that the secondary was programmed to deliver. Though requested, there was no add'l info available.